Event description:
It was reported that following implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, several inappropriate shocks were delivered due to oversensing of noise. The patient remained in the hospital overnight and was seen the following day. Noise was present when the area around the device and electrode was palpated. Air was suspected to be entrapped around the device and electrode. The patient was given a lifevest, tachycardia therapy was programmed off and follow up was planned for a future date. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.